Event description:
Customer reported that the insulin pump was not delivering insulin. Customer reported changing the infusion set and trying to bolus, but did not see any insulin moving through the tubing. Customer reported having a recent blood glucose reading of 302 mg/dl and 370 mg/dl at the time of the call. Review of the insulin pump's history showed that a no delivery alarm was returned on the morning of the call. Blood glucose level had come down to 258 mg/dl by the end of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).